Manufacturer narrative:
Service inspected the analyzer and replaced the syringe assy (7-77650-07), which resolved the issue. A review of the service history for the analyzer did not identify any additional service or complaint issues on or around the time of the issue that may have contributed to the issue. A review of complaint and trending data for the syringe assy did not identify any trends or issues. Device history review for the likely cause part did not identify any non-conformances or deviations were identified. A review of tracking and trending in the product monitoring review for clinical chemistry systems found no systemic issue or trends for the architect i2000sr system nor likely cause part. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency was identified for the architect i2000sr processing module ((B)(6)).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect anti-hbs result generated on an architect i2000 processing module for one patient. (B)(6). There was no impact to patient management reported.